Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was 429 mg/dl. The customer also stated their blood glucose was 41 mg/dl prior to being hospitalized. It was found the customer was experiencing low blood glucose and passed out. The customer attempted to correct their low blood glucose when they woke up. Customer stated they were still being monitored for their blood glucose at the time of the call. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection.